Manufacturer narrative:
The customer's products have been requested for investigation. A follow-up report will be filed once the product is returned or additional information is obtained. The date reported is the date that the issue was reported to have first occurred. It is unknown on what date the reported medical treatment occurred. The date of manufacture is unknown. The date listed is the date when abbott diabetes care became aware of the event. All pertinent information available to abbott diabetes care has been submitted.

Event description:
A nurse reported a customer experienced scanning difficulties (scan timeout) using his adc freestyle libre sensor, which prevented a reading from being displayed. It was further reported the customer ¿stopped treatment of his diabetes every time the adc freestyle libre reader did not produce a result, after three attempts¿. The caller indicated that the issue occurred on the following dates/times: (B)(6) 8h16, (B)(6) 16h16, and (B)(6) 16h20. Caller noted that the customer¿s nurses, who assist him every morning, treated him with insulin when the customer was actually hypoglycemic. The customer was then subsequently treated with oral glucose. Caller noted this issue occurred with multiple sensors (other events reported separately) and the customer would be treated with insulin or glucose as appropriate. There was no report of death or permanent injury associated with this event.

Manufacturer narrative:
Since no product has been returned, extended investigation has been performed for the reported complaint and determined that there was no indication that the product did not meet specification. The dhrs (device history review) for the libre sensor and libre reader were reviewed and showed the libre sensor and libre reader passed all tests prior to release. All review activities conducted above, including but not limited to the final release testing specifically associated with the manufacture of this product, are sufficient information in order to show if the product has met specifications prior to release. If the product is returned, the case will be re-opened and a physical investigation will be performed.

Event description:
A nurse reported a customer experienced scanning difficulties (scan timeout) using his adc freestyle libre sensor, which prevented a reading from being displayed. It was further reported the customer ¿stopped treatment of his diabetes every time the adc freestyle libre reader did not produce a result, after three attempts¿. The caller indicated that the issue occurred on the following dates/times: (B)(6) 8h16, (B)(6) 16h16, and (B)(6) 16h20. Caller noted that the customer¿s nurses, who assist him every morning, treated him with insulin when the customer was actually hypoglycemic. The customer was then subsequently treated with oral glucose. Caller noted this issue occurred with multiple sensors (other events reported separately) and the customer would be treated with insulin or glucose as appropriate. There was no report of death or permanent injury associated with this event.